Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The contact of a peritoneal dialysis (pd) patient reported a fluid leak during the patient's treatment. Following a "drain line blocked" warning, the patient line pin popped off and fluid began to leak from the patient line. The patient contact was advised to contact the patient's pd nurse. The sample set was retained for analysis. During follow up, the patient's pd nurse reported that the patient's effluent was clear. He did not have signs of infection. He was not prescribed any prophylactic antibiotics. No adverse event reported at this time.